Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a schedule implant procedure. Following the placement of the implantable transvenous right ventricular (rv) defibrillation lead, the patient became hypotensive with little rebound following delivery of intravenous fluids. Following pocket closure, an ultrasound identified a mild pericardial effusion. An interventional cardiologist arrived and a pericardiocentesis was performed. The suspected cause was attributed to cardiac perforation with rv lead placement.

Event description:
Boston scientific recived additional information that the adverse event was not related to the leads and that this patient was discharged from the hospital two days following admission.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The available evidence suggests that the implanted device and lead system remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.